Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to infection. There were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead will be returned to boston scientific for disposal. At this time, there is no additional information. Should additional information become available, this report will be updated.